Event description:
It was reported that during an inguinal hernia procedure, there was continuous leakage of gas from the trocar. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/02/2012. Additional information: were any noises heard such as whistling or hissing? No. If so, did the noise prevent insufflation? Na. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? There was drop in pressure but visibility was not affected. What was the gas consumption rate or volume (liter/minute)? Information not available. Were you able to identify where the leak was coming from? From the seal of trocar. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Telescope. Was any torque being applied to the trocar or device? No. The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.